Event description:
Healthcare professional reported left side rupture. The device has been explanted

Manufacturer narrative:
Correction to h11 - additional mfg narrative in supplemental medwatch #1: it has been identified that the device evaluation submitted in the previous medwatch was performed for the wrong device. That device was for the contralateral side, where there was no complaint against the device. A new supplemental medwatch will be submitted after evaluation is completed for the correct device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. As per the investigation procedure, deformation and discontinuity of the gel were observed and none of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.